Manufacturer narrative:
Device evaluation summary:a visual examination was performed on the received rapidport ez. The port tubing and strain relief were noted to be discolored, and were blue in appearance. Scratches were noted on the port, and needle marks were noted on the port septum. A small portion of the port hole was partially separated from the device. The end of the strain relief was noted to be attached to the port tubing approximately one inch below the strain relief. The port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. The end of the port tubing had striations, consistent with a surgical end cut. Brown particles were noted on the inner surface of the strain relief.

Manufacturer narrative:
Taper type: rapidport ez strain relief. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Based on the catalog number provided, the connecter type is assumed to be rapidport ez strain relief. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "leaking band. Patient lost all restriction overnight. Subsequent volume checks of band, noted a deficit in band volume. X-ray confirmed a slow leak in the device." Port was removed and replaced.